Event description:
Myosure tissue removal device (reach) was plugged into the fluent machine. When surgeon stepped on foot pedal to activate, nothing happened. Error code was handpiece not detected. The vendor was notified, the device was removed and plugged back in. Another one needed to be opened and used.